Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 352mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The device was not exposed to a high magnetic field. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched screen, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip.